Event description:
It was reported that during a routine device changeout, the device went into backup vvi. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.